Manufacturer narrative:
The device was received for evaluation, investigation is in progress.

Event description:
The customer reported that the pump has infused air into the distal line without alarming right away or at all. It was unknown if the medication was infusing but the medication used was ferric carboxy. It was unknown if the air had infused into the patient. It was further stated that the line b programmed to infuse 300ml with 250ml bag at a rate of 999 ml/hr. Line a was not running and usually programmed manually after line b alarms. There was no report of an adverse event.

Manufacturer narrative:
The device was evaluated and passed the self test. The event log was reviewed and there were no similar alarms found. Device passed delivery accuracy and preventative maintenance testing. Device is functioning properly and all tests passed successfully. The reported problem was not confirmed.